Event description:
Purchased insulin syringes from a company in (B)(6), used a syringe and my blood sugars went up for no apparent reason. Checked the syringe (100 u syringe with large 10 unit markings) and discovered there were only 5 units between 0 and ten units, 10 and 20 units (and so on). The syringe barrel itself looked as if it were a 50 u syringe mismarked as a 100 u syringe. Called the seller, (B)(6) who said there wasn't anything they could do and referred me to the manufacturer trividia health where I spoke to (B)(6) and emailed him pics of the syringe (B)(6). No action yet; (B)(6) is trying to connect to the (B)(4) manufacturer directly. The syringe in question: trueplus 29g 100 u insulin syringe. I fear using them again and would like clarification about the syringe's accuracy. If this syringe is off and used for a person who doesn't check their blood sugars, it could kill or hospitalize them. FDA safety report ID# (B)(4).